Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016, to report that a patient experienced a natural transmitter end of life (eol) without warning that occurred on (B)(6) 2015. No additional event or patient information is available.